Manufacturer narrative:
Conclusion code: no longer applies.

Event description:
The consumer via the manufacturer's representative (rep) reported the entire system was explanted about one week after implant due to infection. It was unknown if any diagnostics were performed. At the time of the report, the issue was resolved. Further follow-up is being conducted to obtain information regarding diagnostics and symptoms. If additional information is received, a follow-up report will be sent. The indication for use was other chronic/interact pain for trunk or limbs.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient first started to experience signs of infection on (B)(6) 2011. The symptoms the patient experienced were tenderness, redness, and discharge at the incision. Cultures were taken which showed coagulase positive staphylococcus. As a result the patient had the device removed and received i.v. Vancomycin. The infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-56, lot# v701960, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v701960, implanted: (B)(6) 2011, product type: lead. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.